Manufacturer narrative:
The product was discarded. Therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. A manufacturing record evaluation was performed for the finished device and no internal actions were identified. Manufacture reference no: (B)(4).

Event description:
It was reported that a (B)(6)-year-old male patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade (requiring pericardiocentesis and surgical intervention), cardiac arrest (requiring cardiopulmonary resuscitation (CPR)) and death. During the procedure, the site of ablation was located within the coronary sinus (cs). Physician used an agilis sheath to access the coronary sinus and upon pushing the catheter out of the sheath, perforated the cs. The site of the perforation was noted during surgery and was noted to be different from the ablation site. There were no error messages on the catheter. The impedance turned off because the cut-off was set at 250 ohms. While ablating in the coronary sinus, due to higher impedance (slightly over 300 ohms), a change was made to the cut-off. Patient had a cardiac tamponade that was confirmed by ultrasound. Pericardiocentesis was performed and a stitch was placed in the area of perforation. The 1st attempt was unsuccessful. The 2nd attempt achieved access and the patient was auto-transfused, with blood removed. Patient was taken to cardiac surgery but in the interim had an arrest requiring cardiac pulmonary resuscitation (CPR) with restoration of rhythm. After cardiac repair, patient was hemodynamically stable per report but with life support. Family decided to withdraw support 6 ¿ 7 hours post procedure and the patient died. The physician¿s opinion regarding the cause of the patient¿s death is that it occurred due to a perforation of cs leading to cardiac tamponade. The patient was hemodynamically stabilized, but family decided to withdraw life-supporting measures. The physician did not attribute the causality of the cs perforation to a biosense webster inc. (Bwi) product. Transseptal puncture was performed during the case. There was no evidence of steam pop during the ablation. The flow rate was set at 15cc. No error messages were observed on any bwi equipment. Visitag was used, the force had not yet been zeroed at the time of the event. The parameters for stability used with the visitag module were 1.5 mm at 5 sec. The color options used prospectively were time/stability.